Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The following messages were observed in the event history log: pump motor drive phase b post, battery not working, and battery communication timeout. The customer reported product problem was verified during the investigation. The product problem occurred due to an inoperable battery from normal wear (the battery was over 8 years old). Outside the normal wear, no actual fault was found with the device. The battery was replaced and the pump underwent preventative maintenance.

Event description:
It was reported that the medfusion pump exhibited the following: a system failure and a pump motor drive phase b during the power on self-test. No patient injury or complications were reported in relation to this event.